Manufacturer narrative:
Investigation: per the customer, the patient was pre-medicated with IV benadryl. The reported remove volume was 656 ml, and replaced 600 ml of albumin 5% using an rbc custom prime. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure using albumin 5% as replacement fluid a pediatric patient on the spectra optia device experienced an allergic reaction. The patient was given 11 grams of IV benadryl by the treating physician. Per the customer the patient is reported in stable condition. Patient identifier not available per the customer. The spectra optia exchange set was disposed of by the customer and is not available for return.

Manufacturer narrative:
This report is being filed the provide additional information and corrected information. Investigation: based on the information available from the doctor, the patient's pre and post ending hct indicate that the operator did not use too low of a hct and deplete the patient of red cells during the procedure. Post hct was slightly higher after treatment. The attending physician was aware of the saline rinse option and decided to continue with tpe procedures as scheduled. According to 'complications of apheresis', anaphylactic reactions are common in subjects undergoing apheresis procedures. The risk of allergic reactions is between 0.02 and 0.07%. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged reactions include but are not limited to the patient's physiology, the patient's disease state, patient's sensitivity to the blood used to custom prime, the disposable set, the replacement solution and/or the patient's sensitivity to eto.

Event description:
The customer did not respond to multiple attempts to obtain information for the investigation such as procedural details. The customer declined to provide the patient identifier.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: per the therapeutic apheresis handbook: a physician's reference, overall patient reactions may occur in approximately 4.8% of procedures. Of these reactions, most were mild and well tolerated. Investigation is in process. A follow up report will be provided.